Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. As per instructions for use (IFU) outlines proper surgical procedure in attaching sewing ring. A sewing ring attaches to the myocardium and allows for pump orientation adjustments intraoperative. It outlines to position the sewing ring to permit access to its screw after cannulation and ensure that the pump housing is flush with the sewing ring housing. It outlines to tighten sewing ring's screw around the pump inflow conduit using the wrench to tighten the screw until an audible "click" is heard. The o-ring makes a seal on the pump and the sewing ring. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the vad coordinator that during implant lvad pump was tested in g5 solution. When pump was ready to be implanted, the silicon ring was found to be broken in the g5 solution. Picture was sent to manufacturer. It was stated that there were no consequences to the patient. No additional information available.

Manufacturer narrative:
The o-ring was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated component met all requirements for release. The reported event was confirmed by the picture provided by site, which shows the o-ring broken into two pieces with 45 degree angle, sign that excessive force was applied on the o-ring; however, additional information about the instance was not available. Based on the information available, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the information available, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.